Event description:
It was reported that an error code 1 was rec'd as soon as the generator was powered on prior to a laparoscopic cholecystectomy. A competitor's unit was used to complete the case with no pt consequence. One device to be returned for repair.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint. To correct the customer's complaint the analysis site replaced the main pc board. After servicing the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.